Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction in the as received condition. There was no indication of a gel leak. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. There is no indication of a device malfunction causing or contributing to the reported rash. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient alleged a burn under an electrode. The patient consulted his physician who recommended using a lotion. The patient reported that the lotion was not helping the burn mark. It was also reported that the patient experienced a gel leak under her left breast due to a previous gel leak. The patient reported scratching and causing open skin. Follow-up indicated that the patient ended use of the device and that the irritation had gotten much better from using a different medication.